Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the bicart model and lot number could not be provided by the facility. Gambro has identified a lot number of a bicart product shipped to this customer prior to this event. No nonconformity has been identified in the device history record for this lot number. Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
During an inpatient dialysis treatment, the patient became unresponsive. A "code" was called and emergency personal successfully resuscitated the patient who was then transferred to the coronary care unit. Per this unit's policy, the nurse could not provide specific information regarding the event. The nurse stated there was no indication the phoenix machine or any other device/product contributed to the event.